Event description:
Pt alleges this is an emergency; have to have immediate surgery, due to implants ruptured 2-4 years ago. Pt also alleges health problem. She did not give the name of the MFR or implant date.